Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was opened for use in the kidney in a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, they noted the laser fiber broke "somewhere in the sheath." The case was completed with a second flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event and the patient was fine after the case.

Manufacturer narrative:
(B)(4). The fiber was returned broken. The returned fiber measured approximately 147.3 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was opened for use in the kidney in a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, they noted the laser fiber broke "somewhere in the sheath." The case was completed with a second flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event and the patient was fine after the case.